Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not open. The field service engineer (fse) arrived at the station and found that there was no hardware failure. However, the fse investigated further and determined that there was possibly debris in front of the sensor on drawer 6. The sensors were cleaned, and the latches were checked to ensure proper operation. The drawer was verified for correct functionality and then released to the customer. Medication dispensing was delayed since no hardware failure was present. The drawer was confirmed to operate properly within the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary main drawer 6 did not open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.